Event description:
The customer reported to olympus, escherichia coli was detected in the suction channel and the air/water channel of the evis lucera elite colonovideoscope. On (B)(6) 2022, unknown bacteria were also detected in the suction channel of another evis lucera elite colonovideoscope. The two (2) evis lucera elite colonovideoscopes were washed in the same endoscope reprocessor. On (B)(6) 2022, the evis lucera elite colonovideoscope was cultured after storage. The device had been reprocessed on (B)(6) 2022. No results were provided. On (B)(6) 2022, the scope was cultured again after storage. The device had been reprocessed on (B)(6) 2022. The scope tested positive for unknown count of enterococcus faecium. On (B)(6) 2022, the other evis lucera elite colonovideoscope was cultured after storage. The device had been reprocessed on (B)(6) 2022. Test positive for unknown count of citrobacter koseri and aeromonas hydrohia/caviae. Details such as the implementation status of the culture test were unknown. The cause of the bacteria detection that the facility presumed was as follows. There was bacterial invasion from the washer. A scratch was in the scope forceps channel. Bacterial species was detected in the first bottle and was a prohibited dose. The bacterial species was citrobacter koseri, aeromonas hydrophilia/caviae. The bacteria amount was unknown. On (B)(6) 2022, the oer-4 automated endoscope reprocessor (aer) final rinse water, circulation port inside the device (before disinfection), circulation port mesh filter, and cleaning tank were cultured. On (B)(6) 2022, additional information was provided by the facility. The facility suspected the washer was the cause of the issue and will conduct a culture test after cleaning and disinfecting the second evis lucera elite colonovideoscope with another washer. A culture test will be conducted on the washer. Results are pending. There was a possibility that the culture may not have been sampled correctly as the culture was carried out in a way that could cause contamination. No patient injury or procedure impact reported. This complaint is related to patient identifiers: (B)(6) (oer-4 / sn: (B)(4) and (B)(6) (pcf-h290zi / sn: (B)(4). This complaint is pertaining to the evis lucera elite colonovideoscope (s/n: (B)(4), testing positive for unknown count of enterococcus faecium.

Manufacturer narrative:
Event: additional information was requested from the reporter. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The device was used for a procedure(s) after the event. The start of precleaning was not delayed after the procedure. The precleaning was immediately conducted. Water was aspirated through the instrument / suction channel with a suction pump. The air/water channel was flushed with water and air by using a mh-948 air/water channel cleaning adapter. All the reprocessing accessories were without an abnormality. The manual cleaning was performed within an hour after the procedure. The device passed the leak test. The detergent solution used was be clean by boston. The instrument channel, suction channel, air/water valve/suction valve, and biopsy valve were brushed. The device was reprocessed in an oer-4 automated endoscope reprocessor (aer) with a quick end and acecide-c disinfection. All channels were connected to tubes when the endoscope was set up in the aer. The disinfectant solution was used before the expiration date and the disinfectant solution met the minimum effective concentration (mec). The water filter replaced within the specified period. A rinse water treatment system such as ultraviolet light-based decontamination system was used without an abnormality. The scope was wiped with a clean towel/paper and through a dry process in the aer. The scope was stored in a cabinet without drying function. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Please see related complaint with patient identifier (B)(6) for additional information relating to the washer. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where bending section (a) - rubber glue was chipped, a-rubber glue was cracked, a-rubber glue was whitish, distal cover was scratched, boot of the insertion tube was broken, switch button 1 was scratched, insufficient angulation of the bending tube, play on the angulation control knob, universal cord was scratched, light guide lens glue was whitish, objective lens glue was whitish, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization." Olympus will continue to monitor field performance for this device.